Event description:
It was reported that the patient underwent total hip arthroplasty (B)(6), 2003. Revision was performed (B)(6), 2011, due to pain and polyethylene wear. Intraoperatively, the surgeon noted dark debris when the femoral head was removed and some pitting on the femoral stem. The modular head and acetabular liner were removed and replaced. The femoral stem remains implanted.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "wear and/or deformation of articulating surfaces".

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.the user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the fdathis report is number 1 of 3 mdrs filed for the same event (reference 1825034-2011-01101/01103).this report submitted (B)(4), 2011.